Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 at 00:25:07 - 00:25:09 there was an atypical low voltage alarm due to an interruption in ac power while connected to the mobile power unit. The rsoc voltages of the black and white power cables decreased to as low as ~2.4v, compared to the expected ~12v rsoc voltage. During this duration the backup battery was activated, and the alarm cleared once ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on (B)(6) 2021 indicated that the mobile power unit (mpu) would not be returning, that the mpu had a v-lock connector, that it is unknown if the ac power cord was unplugged from the wall/outlet, and that there was no loss of power to the patient¿s home; however, it was reported the patient had power surges in their home. The root cause of the reported low voltage alarms was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped on 09jun2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage hazard alarms on controller. The patient denied running batteries too low but endorsed power surges at home. Log file analysis captured low power hazard events on (B)(6) 2021 which was caused by power to the mobile power unit being briefly interrupted.